Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was caused by a depleted battery, which caused the device to not power on and provide voice prompts. The battery became depleted due to the device being in a not ready condition due to an expired electrode tray. Root cause is user error due to improper maintenance. The customer has been provided with replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not provide voice prompts by opening the lid or when the power button is pressed. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not provide voice prompts by opening the lid or when the power button is pressed. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.